Manufacturer narrative:
The patient underwent the concurrent procedures of dilation of the cervix, hysteroscopy, and endometrial ablation using the novasure system during mesh implantation. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 in order to treat recurrent urinary incontinence and a tot sling was implanted. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence. Post implantation the patient experienced vaginal pain, dyspareunia, urinary incontinence and infections. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.